Event description:
Healthcare professional reported right side "capsular contracture baker grade IV" and "thick grade 4 calcified capsule grade". Healthcare professional later reported "mild chronic inflammation with scattered areas of transparent extra-cellar material" and "tissue is fibrotic and calcified" via pathology report. Device has been explanted and discarded.

Manufacturer narrative:
E1. Zip code continued: (B)(6). E1. Phone number continued:(B)(6) . The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.